Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ilok femoral component, catalog #: 183004, lot #: 028660, biomet cruciate tibial tray, catalog #: 141231, lot #: j3012839, vanguard tibial bearing, catalog #: ep-183420, lot #: 426530, vanguard drill with stop, catalog #: 32-486257, lot #: zb110201, vanguard quick release drill, catalog #: 32-486265, lot #: 650390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03151, 0001825034-2018-03152, 0001825034-2018-03153, 0001825034-2018-03154. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling, warm to the touch skin, fluid, limited range of motion and the feeling of loosening. The patient is also noted to not be able to bend the knee very far and cannot entirely straighten it out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information from the complainant, it was identified that this product was not implanted and did not cause or contribute to the reported event. The initial report should be voided.